Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was received for evaluation; however, the tubing line and the flow restrictor of sample were not received with the device. Therefore, a functional flow test could not be performed. A functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) did not flow. The event was further described as the device "didn't administer the drug" the issue occurred during set up/preparation. There was no patient involvement. No additional information is available.